Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The flow sensor was confirmed to be cracked and leaking. The flow sensor was replaced, and the unit was returned to use. No report of patient involvement.

Event description:
The hospital reported the unit had a large leak. There was no report of patient involvement.